Manufacturer narrative:
The issue could not be duplicated on the biomed side. A full performance verification checkout was performed, and no issues occurred, and everything was within tolerance. The unit has been returned to service and has not had any further issues.

Event description:
The customer called into technical support (ts) reporting that the device had a patient disconnect error while on a patient, flow compromised. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user noted. The customer had the unit running for some time on the same settings, but there was no alarm condition. Provided customer the latest service manual, and instructed him to perform the pvt. Further information is pending.